Event description:
It was reported that, "I had a total knee replacement at the (B)(6) hospital by dr (B)(6), the stryker triathlon knee was used. I am still having pain and swelling of my knee. I am a (B)(6) male in great fitness and weight (B)(6)."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker knee. An evaluation of the device cannot be performed as the device remains implanted. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. (B)(4).